Manufacturer narrative:
UDI= (B)(4). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a pancreatic stent implantation procedure performed in the pancreas on (B)(6) 2016. According to the complainant, during introduction, resistance was encountered as the stent was advanced over the guidewire. The device was pushed forcefully and the stent became kinked while still outside the patient. The procedure was completed with a flexima 7fr. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.